Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced issues with the pump resulting in the device not cycling properly. The ipp pump was replaced, and the new component was spliced into the existing implant. The device was tested, and procedure was completed successfully. There were no patient complications reported.